Event description:
It was reported that this patient with a 21mm magna valve, with unknown implant duration, is being evaluated for a valve-in-valve procedure due to unknown reasons. Date of procedure to be determine.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Health effect - impact code. Based on the new information received, this event is no longer considered reportable.

Event description:
It was reported that this patient with a 21mm 3300tfx aortic valve implanted for 10 years and 7 months, is being evaluated for a valve-in-valve procedure due to unknown reasons. Date of procedure to be determined. There was no investigational evidence of premature failure of the device.